Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: the investigation conclusion code of cause not established was selected. Based on a thorough review of the reported complaint, the cause of the reported event could not be determined. Improper handling, device manipulation, or not following the correct instructions during the procedure could be contributing factors to the reported issue.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified proximal and mid left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, the image appeared dark and did not improve despite repeated attempts to remove air bubbles. The procedure was completed with another of the same device. No patient complications were reported.